Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative inspected the instrument and lcd monitor and verified that there were no wiring or electrical issues. No further investigation was required. The source of the incident reported by the customer could not be determined. Product labeling provides basic electrical hazard awareness to safe operation of the hematology analyzer. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue.

Event description:
The customer states that the operator of a cell-dyn 3200 cs analyzer received an electrical shock in her hand when reseating the cable from the monitor to the outlet. No injury was reported and no medical attention was required.